Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were received for evaluation. 2 events were confirmed during testing. 1 device was found to be affected by disassembly. 1 device was found to be missing a component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device disassembled. 2 events had no patient involvement; no patient impact.